Event description:
The pt reported experiencing stimulation at the ipg pocket site while the system is in use. The pt was asked to keep the system off until the system is checked. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.